Event description:
Philips received a complaint by the customer on the v60 indicating that the screen was not working. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the screen was not working. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response received on 06oct2025, it is unknown whether the device was in patient use at the time the touchscreen issue was discovered; however, the biomedical engineer (bme) does not believe that the device ever made it to patient use as the entire touchscreen did not work.

Manufacturer narrative:
The customer called technical support to report that the screen was not working. The biomedical engineer (bme) evaluated the device, performed testing, and confirmed the touchscreen issue; the display operated as intended, but the touchscreen was not picking up any touches at all. The bme attempted to perform touchscreen calibration, but the touchscreen was not sensing touch. Therefore, the bme ordered and installed the replacement touchscreen, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.